Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter malposition was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include anatomical features and changes in thoracic pressure; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of recu0224 showed no other similar product complaint(s) from this lot number.

Event description:
Per (B)(6): nurse states on (B)(6) 2018, ICU patient powerpicc solo placed using with sherlock 3cg tip locating system. Placement was confirmed to be in the lower 1/3 svc at right atrium. Nurse states the powerpicc solo was placed in the left brachial vein. The nurse states patient has pancreatitis, sepsis and pleural effusion. She states the next morning on (B)(6) 2018, an x-ray was performed and it was determined that the powerpicc solo had malposition up the chest into the right sibclavian vein. She is asking how this might happen. (B)(6) informed caller that increase in thoracic pressure by coughing or vomiting can increase risk for malposition of the tip of a PICC. Informed that some facilities nurses will fast flush the powerpicc and see if it can be dropped and a repeat x-ray will be needed. Informed radiology could be contacted to look at the tip location and guide the powerpicc down to needed tip placement. (B)(6) 2018, additional details: the line malpositioned one more time on (B)(6) 2018, the line was pulled out to the point of a midline placement. There has not been any other issues with the catheter was a midline.